Event description:
Caller reported a minimum fill notification, and it was confirmed that this issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. A new cartridge was loaded and insulin therapy was resumed.